Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms were noted. However, the motor was found with corrosion at the home switch. The unit was received with a cracked case at the display window corners, display window and battery tube threads. The unit was received with a minor scratched liquid crystal display window. The unit was also received with missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a basal delivery. The customer stated that the insulin pump had been exposed to a metal detector about a month prior to the call. The customer's blood glucose was 186 mg/dl. The customer stated that she was able to complete the rewind process on the insulin pump. She noted that the alarm had occurred more than once in the last 30 days. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and declined to return the device for analysis.